Manufacturer narrative:
It was discovered through document review that the curette was used in a procedure past the labeled expiration date. The original packaging was not returned with the curette. Method: followed up with company representative.

Event description:
It was reported that: a patient with an osteoporotic fracture underwent a kyphoplasty procedure at level l2. The procedure was completed successfully with a good outcome; without patient injury. It was noted that an expired curette was used during the procedure. No further information was reported.